Event description:
The lay user/ patient contacted lifescan alleging the control solution test results read inaccurately erratic on the onetouch ultralink meter. The alleged issue was not resolved with troubleshooting. There was no allegation of any harm or injury because of the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.